Event description:
It was reported the screw possibly stripped during surgery. The surgeon was performing a c5-c6 acdf. During the surgery, a screw at c6 started to feel as though it lost purchase and was "totally spinning" in upon advancing in the bone. The hole was prepped with an awl prior to screw placement. The screw was removed and the hole was packed with dbm. The screw was again advanced into the same hole and it seemed the dbm helped to give better purchase in the bone but still felt as though the screw had stripped. The device was optio-c device was locked down and the screw was left in the c6 vertebral body.